Event description:
During stapling of laceration, the rotating head skin stapler broke at handle area and remaining device was attached to pt's head. Physician anesthetized the area and removed stapler. Laceration was then repaired with another similar device with no problem.